Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, red, white encapsulation and an opening on the radius side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Explant physician reported " capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.